Event description:
It was reported that the pump battery was depleting too quickly, leading to a shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to uninstall and reinstall the mobile app and continued to use the pump for insulin therapy.